Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while inserting an intraocular lens, model zcb00, into the patient's eye about halfway, the surgeon encountered a problem with resistance and the lens was looking a little bent and a small tear was noted. The surgeon decided to remove the lens and use a different lens but the same model and diopter. There were no patient complications or injury reported. No additional information was provided.

Manufacturer narrative:
The intraocular lens was investigated by the manufacturing site. The customer's reported complaint of a small tear in the lens was not confirmed in the investigation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Visual inspection of the returned iol was performed using microscope magnification; loose particles/fibers in the optic body were observed compatible with handling the lens out of an environment controlled for particles. Residues of ophthalmic viscoelastics (ovd) was observed in the lens body. The alleged ¿bent¿ was not identified on the returned lens. The reported complaint issue was not verified. A manufacturing record review was performed; no related non-conformity report (ncr) was generated during the manufacturing process. The units were manufactured and released according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, analysis of the returned sample, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.